Manufacturer narrative:
A ge service representative performed an on site investigation. The steering assembly was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer complained the steering handle was tight and difficult to use. There are no reports of patient injury or death associated with this event.